Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a clip protruded after the device was fired a few times. When the device was pulled out from the patient, the clip got stuck with a trocar and fell out in the patient. The clip was removed from the patient with a forceps and no clips remained inside the patient. The complaint device was fired outside the patient and the jaws could not be opened. Another device was used to complete the case. There were no adverse consequences to the patient. After the operation, the trigger of the complaint device was opened manually with force and a tear-drop shaped clip came out.

Manufacturer narrative:
(B)(6) information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? 3rd and after. What vessel or structure was the device fired on at the time of the event?---around the cholecyst. Was the clip fully advanced into the jaws prior to firing? Protruding. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no information. Were any unexpected noises heard? If so, when? ---no information. Did anything unexpected happen prior to this incident? Clip fell into patient. Was the device fired after this incident in or out of the patient? Yes, this is when the opening issue and tear-drop clip came out. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information. Did the surgeon try to pull the trigger from the handle? ---yes. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? ---yes. How was the device removed? Not on tissue, but "fored" opened. Was there any tissue damage? Na. If so, how was it repaired? Na.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out was found under traveled. The orange visual indicator is a mechanism in the handle of the device that shows ¿orange¿ when the device has exhausted its clips. Potential causes of an under traveled orange visual indicator may be: a) the indicator wheel in the handle of the device may become temporarily disengaged due to a dimensional shift of multiple components involved allowing two components to slip past one another; b) higher than normal friction of the mechanism may cause one or more parts to temporarily stick. Please note that this condition is unrelated with the report incident. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.